Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. The blood glucose level was 150 - 170 mg/dl at the time of event. The infusion set was in use for a little over 24 hours. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.